Event description:
It was reported that a patient notification was delivered due to high impedance on the sense/pace portion of the lead. Sudden decline in sensing was also observed; however, still within normal range. Lead to be revised.

Manufacturer narrative:
(B)(4).